Event description:
Reporter stated meter comparison readings at healthcare professional's were 269 mg/dl for her meter and 169 mg/dl for the doctor's time interval unknown. Reporter's control solution test was 118(96-144) mg/dl. Reporter was not experiencing any symptoms. Reporter stated she is on a set regimen of insulin and does not adjust according to meter readout. A1c test showed reporter was reading high. No allegation of harm.